Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician had asked to company representative that whether company will bare the expenses for the glaucoma filtration device trimming procedure. Additional information received and stated that, the physician had done the glaucoma filtration device trimming procedure for corneal edema. Additional information has been requested.